Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the start of the procedure, it was observed that there was a crack in the port of the arterial segment of the central venous catheter located in the right jugular of the patient. It was mentioned that the treatment was not performed due to possible blood leak. It was also reported that the arterial port was replaced and the issue was resolved after the repair was done. There was no reported patient injury.